Event description:
It was reported that (1) atw35 was used during a laparoscopic bowel resection procedure. It was reported by the rep that on the fourth or fifth firing of the endo cutter, the surgeon encountered lock out and the device would not fire. The device was removed and another was opened to complete the case. There was no consequence to pt.